Event description:
It was reported that stent damage occurred. A 4.00x38mm promus premier¿ stent was advanced over a non-bsc guide wire to treat the lesion. However, prior to stent exiting to the non-bsc guide catheter, resistance was encountered. Under fluoroscopy, the stent appeared to be catching on the proximal edge of a guidezilla guide extension catheter. The stent and delivery system was removed from the guide catheter and upon inspection, it was noted that the distal struts of the stent was malformed and sticking out from the delivery system. The procedure was completed with a 4.0x38 premier stent. No patient complications and no harm to the patient were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).